Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the proximal insulation was found abraded due to friction with the ICD can. The proximal insulation was also abraded and crushed. The distal insulation was damaged at 30.5 cm from the connector pin due to clavicular crush. No defects in materials or workmanship were noted. Reliability laboratory technician; st jude medical crmd reliability laboraatory no complaint was received with return of the device. Event (failure) observed during analysis.